Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-05, additional information was received from the rep. The reason for the (B)(6)pocket revision was requested and the rep stated, "pump was moved from front to back". The patient's status was "being treated". The actions taken to resolve the infection was "implant removal, antibiotics."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-25, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving dilaudid (1 mg concentration, .4 mg dose) via an implantable pump for chronic pain and non-malignant pain. It was reported the patient never healed from a (B)(6) 2019 pocket revision. The pump was moved from front to the back of the patient. Diagnostic/troubleshooting actions included regular follow ups. Interventions included explant of the pump on (B)(6) 2019. The issue was not resolved at the time of this report. The patient's status was alive - with injury (infection).